Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, it is possible the phenomenon occurred because the cautery unit and the subject device were placed in the same cart with consent given, and the distance between the devices were not the recommended 5 feet away. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed as no malfunctions were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center image goes black when the cautery unit is engaged. The potential adverse event issue was found during the procedure. There were no reports of patient harm. Related patient identifiers: (B)(6) (B)(6) and (B)(6).